Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 50-year-old female patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number ab8185, expiry date 28th february 2022) for denture wearer. This case was associated with a product complaint. On (B)(6) 2021, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation and product complaint. The action taken with corega powder was unknown. On an unknown date, the outcome of the accidental device ingestion, choking sensation and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega powder. The reporter considered the choking sensation to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via call center representative (phone) on 06 aug 2021. The consumer reported that "I have a problem, I am a corega consumer, the truth is due to age issues and it turns out that I always used the cream but the last time when I went to purchase it, I purchased the powder and it is not similar it is not the same, I put it on in the morning to start the day and this thing almost choked me because I put it, on and immediately I already had something that turned into a plastic like glass, that is when I realized because it came loose, it was a piece of plastic and I almost choked, I had to spit and my denture came out, that it what I swallowed it disgusted me because it is not cheap, it is not what one wants so I am not going to use it anymore." Follow up information was received on 24-aug-2021 from quality assurance department (qa) regarding complaint pqc99752 and case number 02473212 (lot no. Ab8185, expiry date 28-feb-2022. As per the investigation report, all things were within parameters. It was not found any observations that the problem could have been occurred within gsk. Hence the complaint is found to be unsubstantiated and stands inconclusive.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
It what I swallowed [accidental device ingestion]. This thing almost choked me / I almost choked [choking sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)female patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number ab8185, expiry date 28th february 2022) for denture wearer. This case was associated with a product complaint. On (B)(6) 2021, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation and product complaint. The action taken with corega powder was unknown. On an unknown date, the outcome of the accidental device ingestion, choking sensation and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega powder. The reporter considered the choking sensation to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via call center representative (phone) on 06 aug 2021. The consumer reported that "I have a problem, I am a corega consumer, the truth is due to age issues and it turns out that I always used the cream but the last time when I went to purchase it, I purchased the powder and it is not similar it is not the same, I put it on in the morning to start the day and this thing almost choked me because I put it , on and immediately I already had something that turned into a plastic like glass, that is when I realized because it came loose, it was a piece of plastic and I almost choked, I had to spit and my denture came out, that it what I swallowed it disgusted me because it is not cheap, it is not what one wants so I am not going to use it anymore."